Event description:
Reference number (B)(4) event country the united states. It was reported that the patient experienced hyperglycemia with the value of 565 mg/dl and was subsequently hospitalized and get treated with intravenous and fluids of saline and insulin on (B)(6) 2026 due to the patient inserted infusion set at scar tissue. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.